Event description:
A transseptal mitral valve replacement procedure took place to repair a failed medtronic mosaic valve. No additional details are available regarding the failed valve. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).